Manufacturer narrative:
Initial reporter address 1:(B)(6).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm maverick 2 balloon catheter was selected for use. However, during the preparation, it was noticed that the shaft was fractured. There were no patient complications reported.